Event description:
It was reported that, that this right ventricular (rv) lead exhibited a red alert due to high shock impedances out of range. Boston scientific technical services (ts) discussed concerns, troubleshooting options and recommended to bring the patient into the clinic to reset the current alert at some point intime. This rv lead remains in service. No adverse patient affects were reported.